Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: armada 14, guide catheter: .014 quickcross. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the peroneal artery. The command guide wire was placed across the lesion, after which an armada 14 balloon catheter was advanced, but met resistance with the guide wire distally. The armada was removed and an attempt was made to advance a non-abbott microcatheter over the guide wire, but resistance was felt distally between the microcatheter and the guide wire. Resistance was also felt during removal of the microcatheter over the guide wire; therefore, both the guide wire and the microcatheter were removed together. A fielder xt guide wire was advanced and the same armada 14 balloon catheter was advanced without issue and used successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to position and difficult to remove was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.